Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that they needed the MRI for possible shoulder replacement on therapy. MRI was for shoulder feet and legs as they always hurt. Patient clarified by "did not having settings set for adaptivestim standing and sitting positions" they stated "no they were set the device in my back was turned completely off." When asked about the cause of the MRI and not feeling therapy in the feet/not having adaptivestim settings was "no feet have always hurt and lack of touch." Patient added an additional message noting "I did not have therapy. My feet and lower legs have very bad for about 40 years, had nothing to do with MRI. MRI was for shoulder only."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they went to get MRI two days ago, but then today they noticed today that they could not feel therapy in their feet and did not have settings set for their adaptive stim when standing and sitting. Pt said their feet were hurting this morning, so the pt knew their therapy was no longer active in their feet. Pt confirmed they had their therapy on during the call and confirmed their ins was charged at least 75%. Pt switched between groups and changed some settings. Pt then switched to group c and changed the upright position to 2.0. Pt said it felt like it used to feel. Patient services (pss) provided some general information on adaptive stimulation and changing settings to the pt. At one time on the call, it seemed like the pt programmer was not adequately connecting to the ins, but issue was not consistent and could have been pt error. The troubleshooting steps that were taken on the call resolved the issue. Serial number of pt programmer provided on call.